Event description:
It was reported that the patient was experiencing an eos (end of service) message signifying the end of life of the ipg. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Therapy was successfully restored postoperatively.